Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On the same day this report was received, dianeal and extraneal therapies were discontinued and on an unreported date, the patients peritoneal dialysis therapy was changed to hemodialysis therapy. It was not reported if the patient was recovered or was recovering from the initial peritonitis event. No additional information is available.